Event description:
It was reported that the basket on the ptd separated from the cable during the procedure. Removal of the basket was accomplished successfully using a snare. There were no pt complications.